Event description:
Event description boston scientific crm received information that the patient with this pacing system was admitted to the hospital following a syncopal episode. Following a system check, there was evidence of ventricular non-capture, high ventricular thresholds greater than 3.0v, and decreased r-wave amplitudes from 11.2mv to 6.0mv. The atrial lead was noted with noise, likely due to oversensing of ventricular activity. The device memory stored atrial tachy response episodes due to the noise. In a revision procedure, the entire system was electively explanted. The physician stated that there was no allegation against the device, however it was explanted due to the patient's pacemaker-dependency. No additional adverse patient effects were reported.